Event description:
Customer reported that during a femoral-tibial bypass procedure. The needle prematurely released from the suture. There are no reported adverse consequences to the patient related to this event.